Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the proper hepatic artery using penumbra coil 400s (pc400''s). During the procedure, the physician advanced another manufacturers 4-french shepherd hook catheter into the celiac artery and then advanced a px slim delivery microcatheter (px slim) through the catheter toward the target vessel. While advancing a pc400 through the px slim, the physician did not encounter any resistance; however, the px slim came out of the target vessel. Therefore, the physician retracted and re-sheathed the pc400 back into its introducer sheath. The physician then re-advanced the px slim toward the target vessel and re-attempted to advance the previous pc400 through the px slim; however, resistance was encountered and the pc400 would not advance further. Therefore, the pc400 was removed and a new pc400 was opened. The physician deployed and detached the new pc400 into the aneurysm using the px slim. The physician then redeployed and detached the previous pc400 into the aneurysm using the same px slim to complete the procedure. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. However, the px slim was flushed before every coil insertion. There was no report of an adverse effect to the patient.